Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the objective gluing cracked, the insertion flexible tube (ift) leaky, the lg root brace rubber cut, the air/water nozzle loosened, the objective lens unit disinfections damage, the distal body worn out, the u/d pulley wire worn out, the segment steel braid ruptured, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).